Manufacturer narrative:
(B) (4). Evaluation summary: the devices were returned with the tissue pad melted and partially detached. The clamp functions as intended, opened and closed properly on both devices. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy procedure, the jaws would not stay closed. Another device was used to complete the procedure. There was no adverse consequence to the patient.